Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 04/10/2013-additional device evaluation which was inadvertently omitted from previous report: unrelated to the complaint, the display lens was found to be scratched.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the prime history verifies reported prime volumes. There are no pump not primed warnings or cartridge detected warnings observed in the black box. A rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. Unrelated to the complaint, evaluation revealed the display lens was scratched. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and no damage was found to the force sensor circuit. No burr was observed on the piston rod. The complaint was unable to be duplicated.